Event description:
Boston scientific received information that the device emitted beeping tones. The device was checked and the right ventricular (rv) lead shock impedance measurement was greater than 200 ohms on two prior occasions. The beep was programmed off and the physician elected to monitor the patient. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.